Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced many shocks from the implantable cardioverter defibrillator and presented to the emergency room. Upon review, it was discovered that the patient received inappropriate shocks due to right ventricular lead having dislodged causing double counting of r waves. A magnet was placed on the device before turning off the device. X-ray confirmed lead dislodgement. The lead was explanted and patient was downgraded to biventricular pulse generator successfully. During the procedure, it was noted the right ventricular lead suture sleeve was missing and it was suspected that the suture was removed in an unrelated procedure on (B)(6) 2019. The patient was recovering post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.